Event description:
Patient reported right side rupture, enlarged lymph nodes, bruises, anxiety, depression, and skin rash. It was additionally reported patient experienced breast implant illness, arthritis, memory fog, weak immune system, lost a lot of weight, brain tumor, epilepsy and had six (6) seizures all which are deemed not device related as there is no known medical chain of causality that would reasonably relate the event to the device. Patient noted they are taking "many medications". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy & rupture.